Manufacturer narrative:
A sapien or sapien xt transcatheter heart valve was used. The PMA number for the edwards sapien transcatheter heart valve is p110021 and the PMA number for the edwards sapien xt transcatheter heart valve is p130009. The device was not available for evaluation. Bleeding is listed in the instructions for use (IFU) as a potential adverse event associated with the tavr procedure. A post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. In this case, given the limited information available, the source and possible contributing factors for the bleeding could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), per the article, ¿transcatheter aortic valve implantation in failed bioprosthetic surgical valves¿, 459 patients with degenerated bioprosthetic aortic valves underwent valve-in-valve implantation between 2007 and may 2013 in 55 multinational centers in europe, north america, australia, new zealand and the middle east. The balloon-expandable edwards sapien valve was used in 246 patients and non-edwards self-expandable valves were used in 213 patients. Of the 246 patients that received a sapien valve, 27 patients had major / life-threatening bleeding within 30 days of the procedure. Reference: dvir et al. Transcatheter aortic valve implantation in failed bioprosthetic surgical valves. American medical association, 2014.

Manufacturer narrative:
Seven manufacturer reports are being submitted for this article. Please reference related manufacturer report numbers: 2015691-2018-01369, 2015691-2018-01371, 2015691-2018-01373, 2015691-2018-01376, 2015691-2018-01377, 2015691-2018-01378.